Event description:
Displaced intertrochanteric fracture right hip. Pmh: cva, anterior wall scar by EKG, and swelling of right leg. Informed consent received and decision to proceed with surgery with knowledge of high risk. Slight bp drop at same time as bone cement placed, which responded to fluids and a vasoconstrictor. Approximately 20 minutes later the patient had sudden drop in 02 sat and exhaled c02. Bradycardia;acls procedures initiated without response. The patient expiredinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: patient's condition - predisposed event. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.